Event description:
Related to MFR. Report #2183959-2012-00080. On or about (B)(6) 2008, a perigee system was implanted to treat grade iii cystocele and vaginal vault prolapse. In (B)(6) 2009, the patient noted a small amount of vaginal extrusion of the perigee mesh. She was initially treated with vaginal premarin cream. After two months of therapy, there was only partial epithelialization over the extruded mesh. On (B)(6) 2010, vaginal erosion with extruded perigee mesh was noted. The mesh was surgically excised. She developed a 2-to-3 mm fragment of extruded mesh on her left side. This caused pain and discomfort. She underwent surgery on (B)(6) 2011, for perigee mesh extrusion. She has "suffered, and will continue to suffer, pain, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities, and/or economic damages, as a result of the implantation" of the, "pelvic mesh product."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.